Event description:
It was reported the device was revised in the (B)(6) of 2011 because it was flipping. Following the revision the patient had no stimulation sensation even after turning the amplitude up on the device. The patient also had a pulling feeling. Later the patient experienced a shocking or jolting sensation. The patient was instructed to turn the device off after feeling the shocking, and subsequently the stabbing and shocking feeling seemed to stop. A few days ago the patient felt the shocking again at the device location. It was also noted the patient had pain around the device that felt similar to the feeling right after the device was first implanted. The patient was taking oral medications that covered some of the discomfort from the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-33, lot #v728629, implanted: (B)(6) 2011, programmer model 3037, serial #(B)(4).